Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient was admitted to the urology department of our hospital on (B)(6) 2025 for treatment of fever caused by a urinary tract infection. On (B)(6) 2025, due to the need for long-term infusion of the vasoactive drug dopamine, it was necessary to choose between a cvc or PICC catheter for infusion. After consulting with the patient, a PICC catheter was selected. The nurse used a peripheral-central venous catheter to insert the catheter into the patient, and the procedure was performed according to standard operating procedures. The catheter functioned normally during the initial period. However, subsequent examinations revealed a hepatic mass, and the patient was transferred to the hepatobiliary and breast surgery ward for further treatment. On the morning of (B)(6) 2025, during shift handover, the nurse noticed that the dressing covering the peripherally inserted central venous catheter was curled up. The nurse immediately checked the catheter and found that the connection point was disconnected, with the exposed end in place but the internal end missing. The nurse immediately asked the patient if they had removed the catheter themselves and reported the situation to the doctor. The patient and their family denied removing the catheter. A check of the patient's bedside environment did not reveal the catheter tip. Medical orders were given for a CT scan of the left upper limb and chest. The CT scan did not reveal the catheter end. The family was questioned again, and the patient's bedside environment was re-inspected. The catheter end was found in a small trash bag near the bedrail. The integrity of the end was checked, and the catheter was found to be intact. Patient education was provided again. Since the patient's PICC administration had temporarily ceased, reinsertion of the catheter was postponed.